Manufacturer narrative:
Report indicates the end-users foot was positioned in such a way that a portion of the foot was hanging off the side of the footplate. When the end-user was attempting to maneuver the wheelchair through a doorway, the end-users foot caught the door frame which resulted in a fractured tibia. No claims or allegations were made of the device having malfunctioned or deviated in any way to have contributed to this event, with all accounts indicating inadvertent use error as being the cause. Reports indicate the device was operating normally at time of event, and continues to operate normally. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports while the end-user was maneuvering the device through a doorway, their foot contacted the door frame resulting in an injury requiring medical intervention to address.